Event description:
Report received indicated the trapease filter had thrombosed. A trapease filter was placed in the inferior vena cava. Post implant (unk date), it was reported the filter had thrombosed. There was no reported treatment. No other info was available.

Manufacturer narrative:
This product will not be returned for eval and testing. Additional info will be sent within 30 days upon receipt.